Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient scratched his face on the day of the report and the distal end of the lead pulled out of his head; the lead had been implanted subcutaneously. The hcp explanted the distal 10 cm of the lead, but the remaining portion of the lead and the other leads remained implanted; the partially explanted lead was out of service. The issue was resolved at the time of the report and the patient did not wish to revise the lead because he had not used the implantable neurostimulator (ins) in four years and did not plan to use it in the future. Surgical intervention did not occur, and it was not planned. There were no further complications reported or anticipated.